Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was not sealing on the last branch, the large medial branch. The harvester was using the vasoview hemopro 2 per the IFU (instructions for use), with the correct generator setting and technique, and the large medial branch still bled. The surgeon had to leave the chest of the pt and make an incision in the groin to locate and stop the bleeding. The procedure was completed with this device. There were no other pt effects reported. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the jaws were somewhat burnt and charred, there were no other non conformities, and the device was bloody. Resistance and jaw force measurements passed specifications. A pre-cautery test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon the functional test and the device measurements, the reported complaint for "did not seal" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be contributed to this failure mode. (B)(4).